Event description:
Healthcare professional reported right side "pain, asymmetry, capsular contracture baker grade iii", ¿solid nodules with well-defined borders and benign appearance are visualized in the upper outer quadrant of the right breast.¿ also reported "simple cysts being the largest in the upper outer quadrant of the right breast¿ which is not related to the device. The device remains implanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.